Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump had intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted during testing. No battery out limit alarm noted during testing. The insulin pump was received with cracked battery tube threads, severely scratched lcd window, and missing end cap sticker. The insulin pump had corroded electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 111 mg/dl at the time of incident. The customer's blood glucose was 228 mg/dl at the time of call. The customer stated that there was condensation under the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.